Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12003 . It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting loss of capture and poor sensing. Fluoroscopy revealed that both the right ventricular and atrial leads were not in the initial implant positions. Excess lead noted in the device pocket. The patient was scheduled for revision, and both leads were successfully repositioned on (B)(6) 2021. The patient was in stable condition.